Event description:
The device was implanted on 12/17/96, for infusion of fudr through the hepatic artery for treatment of cancer. On 1/10/97, a facility nurse informed the MFR's clinical rep that the device was implanted on 12/17/96, and no f/u has been done until today (1/10/97). The facility nurse stated that they expect the device to be dry. They would refill the device and attempt to declot the device sideport if necessary. The facility nurse stated that the flow rate of the device was not known and requested the MFR's clinical rep send a performance data sheet (pds) (a pds was mailed to the facility 1/10/97). The facility nurse also stated that the or notes were not clear about the solution instilled into the device; however, it was charted as 50/000u heparin in 5cc. The MFR's clinical rep informed the facility nurse that she would f/u with her on monday (1/13/97) for pt/device status.